Manufacturer narrative:
According to the information received the case seems to be linked to a malar oedema. Malar edemas are well-known and documented adverse reactions to hyaluronic acid filler injections. The malar septum is thought to be a relatively impermeable barrier that allows tissue edema to accumulate above its cutaneous insertion due to compromised lymphatic drainage. Improper filler placement and overcorrection are two common etiologies for this complication, which presents a good resolution course when treated with hyaluronidase. The risk of such reactions is mentioned in the instructions for use of teoxane products. However, based on the localization of the symptoms distant from the injection site, the unsuggestive temporal relationship, and the possible alternative etiology from any other procedure (no feedback received from the injector on this specific request), the relatedness of the symptoms with the injection of rha 2 has been assessed as possible at this stage. Further information will be provided in the next report in the light of new information obtained. Additionally, the injector self-injected and this teoxane product is not indicated for this area. Therefore, this constitutes misuses for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.

Event description:
Late-onset palpebral edema / lymphedema [eyelid oedema], rha 2 in the cheek and palpebral lymphatic vessel obstruction [device dislocation], rha 2 in the cheeks and chin [off label use] , self injected [could not be coded] . Case narrative: on 30-jan-2026, the spanish subsidiary notified teoxane geneva of an adverse event from portugal. According to the injector (who was also the patient), the later injected herself on (B)(6) 2024 with a total of 1 ml of rha 2 (0,4 ml in the nasolabial folds, 0,2 ml in the oral commissures, 0,2 ml in the cheeks and 0,2 ml in the chin) using the retrotracing and the fanning techniques with the needle provided in the box. The patient had a medical history of allergic reaction to an ha filler (restylane injected on (B)(6) 2020). No further information regarding the injection sites. Approximately 1 year after the injection of rha 2 (on (B)(6) 2025), the patient experienced a late-onset palpebral edema in the right lower eyelid. According to the reporter, no product was injected into the tear troughs, but rather into the cheek, at a point located at one third of the distance between the nasal ala and the tragus of the ear. Following the onset of the edema, the following investigations were performed: orbital and paranasal sinus MRI, soft tissue ultrasound of the left lower eyelid, CT scan of the ocular globe, CT scan of the upper dental arch, venous doppler ultrasound of the neck vessels and the malar and temporo-frontal regions, ECG and echocardiogram, -pulmonary CT scan, general laboratory tests and investigations directed toward autoimmune and neoplastic pathologies. These examinations showed only a clinically evident edema, with no associated disease detected. A palpebral tissue biopsy was performed on (B)(6) 2026. According to the pathologsit, a lymphatic vessel obstruction by hyaluronic acid was present, leading the reporter to diagnose an ha-related lymphedema. Considering the recourse to an invasive procdure (biopsy), this case was assessed as reportable. The local medical expert was contacted for guidance. The later didn't see any explanation on how rha2 injected into the cheeks may have caused a periorbital edema and requested further information to the reporter (dates of previous treatments, previous products used..). However, no feedback was provided by the reporter. The international medical expert was also contacted for advice. At the time of this report, no additional information was obtained but evolution of symptoms is being monitored. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe. Case comments: snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Heydenrych, I., de boulle, k., kapoor, k. And bertossi, d., 2021. The 10-point plan 2021: updated concepts for improved procedural safety during facial filler treatments.clinical, cosmetic and investigational dermatology, volume 14, pp.779-814. Newberry, c ian, et al. 2019 ¿updated management of malar edema, mounds, and festoons: systematic review.¿ aesthetic surgery journal siperstein, robyn 2022 ¿infraorbital hyaluronic acid filler: common aesthetic side effects with treatment and prevention options.¿ aesthetic surgery journal open forum funt, david k. 2011 ¿avoiding malar edema during midface/cheek augmentation with dermal fillers.¿the journal of clinical and aesthetic dermatologyvol. 4,12: 32-6 zoumalan, c. I. 2018. Managing periocular filler-related syndrome prior to lower blepharoplasty. Aesthetic plastic surgery, 43(1), 115¿122. Trinh, l. N., mcguigan, k. C., & gupta, a. 2021. Delayed complications following dermal filler for tear trough augmentation: a systematic review. Facial plastic surgery, 38(03), 250¿259. Https://doi.org/10.1055/s-0041-1736390 herpes infection. Heydenrych, I., de boulle, k., kapoor, k. And bertossi, d., 2021. The 10-point plan 2021: updated concepts for improved procedural safety during facial filler treatments.clinical, cosmetic and investigational dermatology, volume 14, pp.779-814. Kim jstw, dos santos guadanhim lr, de barros nunes gj, dias da rocha ma, munia ma, yarak s. Herpes zoster as a differential diagnosis for ischemia after facial hyaluronic acid filler. J clin aesthet dermatol. 2020 dec;13(12):29-31. Pavicic, t. And funt, d., 2013.dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clinical, cosmetic, and investigacional dermatology snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Urdiales-gálvez, f., delgado, n. E., figueiredo, v., lajo-plaza, j. V., mira, m., moreno, a., ortíz-martí, f., del rio-reyes, r., romero-álvarez, n., del cueto, s. R., segurado, m. A., & rebenaque, c. V. 2018. Treatment of soft tissue filler complications: expert consensus recommendations. Aesthetic plastic surgery, 42(2), 498¿510. Wang, c., sun, t., yu, n. And wang, x., 2020.herpes reactivation after the injection of hyaluronic acid dermal filler.

Manufacturer narrative:
Malar edemas are well-known and documented adverse reactions to hyaluronic acid filler injections. The malar septum is thought to be a relatively impermeable barrier that allows tissue edema to accumulate above its cutaneous insertion due to compromised lymphatic drainage. Improper filler placement and overcorrection are two common etiologies for this complication, which presents a good resolution course when treated with hyaluronidase. The risk of such reactions is mentioned in the instructions for use of teoxane products. However, based on the localization of the symptoms distant from the injection site, the unsuggestive temporal relationship, and the possible alternative etiology from any other procedure (no feedback received from the injector on this specific request), the relatedness of the symptoms with the injection of rha 2 has been assessed as possible at this stage. Additionally, the injector self-injected and this teoxane product is not indicated for this area. Therefore, this constitutes misuses for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.

Event description:
Late-onset palpebral edema / lymphedema [eyelid oedema], rha 2 in the cheek and palpebral lymphatic vessel obstruction [device dislocation], rha 2 in the cheeks and chin [off label use], self injected [intentional product misuse]. Case narrative: on 30-jan-2026, the spanish subsidiary notified teoxane geneva of an adverse event from portugal. According to the injector (who was also the patient), the later injected herself on (B)(6) 2024 with a total of 1 ml of rha 2 (0,4 ml in the nasolabial folds, 0,2 ml in the oral commissures, 0,2 ml in the cheeks and 0,2 ml in the chin) using the retrotracing and the fanning techniques with the needle provided in the box. The patient had a medical history of allergic reaction to an ha filler (restylane injected on (B)(6) 2020). No further information regarding the injection sites was provided. Approximately 1 year after the injection of rha 2 (on (B)(6) 2025), the patient experienced a late-onset palpebral edema in the right lower eyelid. According to the injector, no product was injected into the teartrough. Rha 2 was injected into the cheeks, at a point located at one third of the distance between the nasal ala and the tragus of the ear. After the onset of the edema, the following investigations were performed by the injctor: orbital and paranasal sinus MRI, soft tissue ultrasound of the left lower eyelid, CT scan of the ocular globe, CT scan of the upper dental arch, venous doppler ultrasound of the neck vessels and the malar and temporo-frontal regions, ECG and echocardiogram, pulmonary CT scan, general laboratory tests and investigations directed toward autoimmune and neoplastic pathologies. According to her, these exams showed only a clinically evident edema, with no associated disease detected. In addition, a biopsy of the palpebral tissue was performed on (B)(6) 2026. According to the injectore the pathologist concluded to a lymphatic vessel obstruction by hyaluronic acid, leading the injector to diagnose an ha-related lymphoedema. Considering the recourse to an invasive procedure (biopsy), this case was assessed as reportable. The local medical expert was contacted for guidance. The later didn't see any explanation on how rha2 injected into the cheeks may have caused a periorbital edema and requested further information to the reporter (dates of previous treatments, previous products used.). However, no feedback was provided by the reporter. On (B)(6) 2026, the local medical expert recommended the following procedure: hyaluronidase 150 iu, corticosteroids (dacortin 30mg for 3 days), dietary supplement (drenaqua), if complete improvement is not achieved, repeat the hyaluronidase session two weeks later with 200 iu. Biopsy pictures were also shared with the international medical expert to further understand the lymphatice vessel obstruction reported. However, the later confirmed that the filler could be seen in the soft tissue and not in the lymphatic system and diagnosed a possible late onset palpebral oedema due to a compressive phenomenon. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe. Case comments: snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Heydenrych, I., de boulle, k., kapoor, k. And bertossi, d., 2021. The 10-point plan 2021: updated concepts for improved procedural safety during facial filler treatments.clinical, cosmetic and investigational dermatology, volume 14, pp.779-814. Newberry, c ian, et al. 2019 ¿updated management of malar edema, mounds, and festoons: systematic review.¿ aesthetic surgery journal. Siperstein, robyn 2022 ¿infraorbital hyaluronic acid filler: common aesthetic side effects with treatment and prevention options.¿ aesthetic surgery journal open forum. Funt, david k. 2011 ¿avoiding malar edema during midface/cheek augmentation with dermal fillers.¿the journal of clinical and aesthetic dermatologyvol. 4,12: 32-6. Zoumalan, c. I. 2018. Managing periocular filler-related syndrome prior to lower blepharoplasty. Aesthetic plastic surgery, 43(1), 115¿122. Trinh, l. N., mcguigan, k. C., & gupta, a. 2021. Delayed complications following dermal filler for tear trough augmentation: a systematic review. Facial plastic surgery, 38(03), 250¿259. Https://doi.org/10.1055/s-0041-1736390. Herpes infection: heydenrych, I., de boulle, k., kapoor, k. And bertossi, d., 2021. The 10-point plan 2021: updated concepts for improved procedural safety during facial filler treatments.clinical, cosmetic and investigational dermatology, volume 14, pp.779-814. Kim jstw, dos santos guadanhim lr, de barros nunes gj, dias da rocha ma, munia ma, yarak s. Herpes zoster as a differential diagnosis for ischemia after facial hyaluronic acid filler. J clin aesthet dermatol. 2020 dec;13(12):29-31. Pavicic, t. And funt, d., 2013. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clinical, cosmetic, and investigacional dermatology. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Urdiales-gálvez, f., delgado, n. E., figueiredo, v., lajo-plaza, j. V., mira, m., moreno, a., ortíz-martí, f., del rio-reyes, r., romero-álvarez, n., del cueto, s. R., segurado, m. A., & rebenaque, c. V. 2018. Treatment of soft tissue filler complications: expert consensus recommendations. Aesthetic plastic surgery, 42(2), 498¿510. Wang, c., sun, t., yu, n. And wang, x., 2020.herpes reactivation after the injection of hyaluronic acid dermal filler.